Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the mesh eroded into the rectum. Last year's (B)(6), they proceeded with an open removal of the mesh which required a proctectomy (associated with sigmoid diverticulitis). But then post operative care was complicated by the finding of an obstructed/divided ureter. The patient incurred serious injury.